Event description:
It was reported that there was a pump disconnection. The total volume was 390 ml, including 30 ml of overfill. The pump displayed 31 ml remaining, which was appropriate; however, upon inspection and withdrawal, 128 ml remained in the line. The date of this report was on (B)(6) 2025. The associated cadd administration set complaint registered under (B)(4). .

Manufacturer narrative:
D4, g4: 510k, and h4: manufacture date are unknown, no product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.